Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 163 mg/dl. Customer stated that cat chewed a hole into the infusion set and set was leaking, customer was unaware of leak. Diagnosed diabetes ketoacidosis. Customer was hospitalized in ICU. Hospital treated with insulin drip. Hospitalized for three days. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection.